Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician had difficulty cauterizing the polypectomy site and noticed sparks coming from the hinge and from below the device sheath. The physician reported that a patient bleed developed, but was successfully treated using a sclerotherapy needle to inject adrenaline at the bleed site. The polypectomy procedure was completed with the same radial jaw 3 hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during a polypectomy procedure performed on (B) (6) 2010. According to the complainant, during the procedure, the physician had difficulty cauterizing the polypectomy site and noticed sparks coming from the hinge and from below the device sheath. The physician reported that a patient bleed developed, but was successfully treated using a sclerotherapy needle to inject adrenaline at the bleed site. The polypectomy procedure was completed with the same radial jaw 3 hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B) (6). (B) (4) (intervention required to stop bleed). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. Similarly, the returned unit was functionally tested and it performed according to specifications. Electrical resistance test was performed and the unit was also within specification. The condition of the returned incident device was not consistent with the complaint, since the returned device was visually and functionally within specifications. The most probable root cause could not be confirmed as the returned device was within manufacturing specifications. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)